Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left tubal implant mostly in the uterine"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines/ migraines / headaches"), depression ("psychological or psychiatric problems condition; depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (hysteroscopy (removal of left essure coil)), surgery (hysteroscopy with hydrothermal ablation on (B)(6) 2011). At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic pain, migraine, depression, anxiety, tooth disorder and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: per medical records: failed essure sterilization with patent left tube. On (B)(6) 2011 attempted laparoscopy for sterilization (tubal ligation) which was aborted as entry could not be gained safely. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet & medical records received. Events anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, tooth disorder and vaginal haemorrhage are added. Lab data updated. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2011,underwent a pelvic surgery). At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. The reporter commented: patient underwent pelvic surgery to try and alleviate the symptoms incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.